Event description:
A patient, implanted with patient specific implants, was returned to the operating room on an unknown date for removal of the implants due to development of an infection. This report is #3 of 3 for the same event.

Manufacturer narrative:
Investigation could not be concluded, no conclusion could be drawn. Review of manufacturing records for this lot number has been requested.